Event description:
An obese dialysis pt, with mechanical mitral and aortic valves underwent a diagnostic procedure. Visualization of stick location appeared good and the device deployed as expected. Inr was normal, heparin drip was discontinued 4 hrs prior to case. Upon sheath removal, initial compression was held for approx 8 mins, however, when checked there was still pulsatile flow and a hematoma formed that was expressed manually. The physician believes initial compression was incorrectly applied due to pt size and anatomy. Hemostasis was achieved with add'l manual compression. Four hrs post procedure, heparin drip was re-started. Although the groin appeared normal, hematoma continued to develop over the next several days, and were treated with compression. Ultrasound (us) revealed a small pseudoaneurysm. Femstop was applied for 12 hrs. A 2nd us revealed no change in the pseudoaneurysm. Due to the pt's valves, anti-coagulation was necessary and the physician elected for surgical repair of the small pseudoaneurysm. The physician stated this event was not related to the axera device. The pt's groin site has been fine since her surgery; she remains hospitalized for various other illness.

Manufacturer narrative:
The device was not returned, therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no non conforming material reports (ncmrs) have been initiated that are related to this failure mode. Additionally, ncmr history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of spec. The root cause for the pseudoaneurysm, based on available info, is unk as it cannot be definitively determined. The probable root cause for the pseudoaneurysm is the pt's health history. The probable root cause for the hematoma is inadequate and/or improper compression.